Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient reported that she could no longer hear with the device. She lost access to sound with the device about 10 days prior to visiting the clinic. There was no incident of accident or trauma reported.

Manufacturer narrative:
According to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted, but has not been received for investigation yet.

Event description:
The recipient reported that she could no longer hear with the device. She lost access to sound with the device about 10 days prior to visiting the clinic. There was no incident of accident or trauma reported. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported that she could no longer hear with the device. She lost access to sound with the device about 10 days prior to visiting the clinic. There was no incident of accident or trauma reported. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned but no date has been scheduled yet.

Event description:
The recipient reported that she could no longer hear with the device. She lost access to sound with the device about 10 days prior to visiting the clinic. There was no incident of accident or trauma reported. Re-implantation is planned but the date has not yet been finalized.